Event description:
It was reported that pump displayed error code 43986, no patient involvement.

Manufacturer narrative:
Received one device, visual inspection done without finding. Preventative maintenance performed to correct the issue. Device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.